Event description:
Dealer stated that the joystick screen for a tdxsp-cg power chair get lines and then goes blank. The chair still drives but end user can not see anything. Dealer also reported that the end user is having an intermittent issue with the tilt and recline.